Manufacturer narrative:
Follow-up from 21-jun-2016: no further information could be obtained. Follow-up received on 23-jun-2016. Essure perforation questionnaire provided by the physician: the patient was (B)(6). Medical history included gravida 8, para 3, 3 elective abortions and 2 spontaneous abortions and 1 c-section (last delivery). Previous gynecological intervention included curettage. Concurrent conditions included obesity (bmi (B)(6)). She was not breastfeeding and was taking cerazette before essure insertion. Essure was inserted on (B)(6) 2015 under analgesia (propofol and fentanyl) - patient was awake. Prior to insertion, there were no abnormal uterine findings. The insertion was difficult on the left side (there was some resistance that gave away). However, the visualization of tubal os was easy and the procedure did not take more than 20 minutes. Immediately after insertion, the patient complained of some pain on left side (which she has now and then even before). Transvaginal ultrasound was performed on (B)(6) 2015 and confirmed tubal occlusion. Patient was advised to rely on essure. Special care was taken because of slight problems at insertion. The ultrasound picture was convincing, both coils were identified in the same picture. The incorrect essure position (left tube) was diagnosed via laparoscopy on (B)(6) 2016, and there was a unilateral left partial perforation. No organ or intra-abdominal structure was perforated. It was mentioned that the perforation occurred after deployment. The distal end of essure was seen under the peritoneum running parallel to the tube. According to the physician, the fact that it went into the ostium and then apparently through the tubal wall continuing between the tube and the peritoneum covering the tube made the ultrasound picture normal. The essure in the right tube was in correct position. Patient presented with pregnancy (the pregnancy was identified at routine check-up via transvaginal ultrasound). Essure was not removed. The patient requested both tubes to be coagulated (as reported) during laparoscopy. The outcome was recovered/resolved. Pregnancy questionnaire received on 29-jun-2016 from the physician: it was reported usually, lot number was scanned but the nurse could not find it. After essure insertion, patient used cerazette was contraception until (B)(6) 2015. On an unspecified date, pregnancy was confirmed by doctor and essure was in situ after diagnosis. The patient plan was on terminating the pregnancy. Essure was not removed. Both tubes were ligated during laparoscopy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-jul-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed (B)(4) cases; pregnancy with contraceptive device: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. The insertion was difficult on the left side. Almost 6 months later, the patient was diagnosed pregnant. She underwent an elective abortion and laparoscopic sterilization and one insert was found to be located parallel with the fallopian tube, between tubal wall and peritoneum (unilateral left perforation). These events are serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case, at control ultrasound both essures seems in correct position; however the patient got pregnant later. During an elective abortion and laparoscopy, a fallopian tube perforation was diagnosed. This perforation might be associated with the difficulty during essure insertion on the left side. It is also possible that this perforation contributed to the occurrence of pregnancy. Based on events nature and essure safety profile a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. The outcome of the technical investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 and refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. There were some difficulties at insertion at one side, and a note in the journal to be aware at ultrasound control. At that control, everything looked ok but she got pregnant. Abortion and laparoscopic sterilization according to patient's wish. Essure had not perforated out in the abdominal cave but looked, at the difficult side, to be located parallel with the fallopian tube, between tubal wall and peritoneum. Follow-up information received on 16-may-2016: (B)(6). Follow-up received on 16-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She underwent an elective abortion and laparoscopic sterilization and one insert was found to be located parallel with the fallopian tube, between tubal wall and peritoneum (interpreted as device embedded). These events are serious due to medical significance and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In the present case at control ultrasound everything looked ok, but she later got pregnant. It is possible that the device embedment contributed to the occurrence of pregnancy however a causal relationship with essure cannot be excluded. Physician mentioned that the insertion was difficult in one side, and later it was found that on this side the coil was located parallel with the fallopian tube, between tubal wall and peritoneum. The exact date and mechanism of this event was not reported, however it is possible that the difficulty in the insertion procedure contributed to the device embedment. Given the nature of this event, a causal relationship with essure cannot be excluded. Although it is not clear whether the embedded device was removed during laparoscopic sterilization, this case was regarded as incident, due to device embedment and since surgical intervention was performed. The outcome of the technical investigation resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.